Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. High right ventricular (rv) lead pacing thresholds were also noted. The system was removed and the patient received a new system a few days later. No further patient complications have been reported as a result of this event.